Event description:
(B)(6), home health nurse, stated pump curlin was displaying error empty lithium battery call provider. Nurse stated she had already restarted pump and changed batteries, but error still shows. Confirmed patient will receive todays infusion via gravity but will need a pump before next infusion (no missed dose). Pharmacy replaced device. Unknown serial number and expiration date. Unknown if adverse event occurred due to product issue. Unknown if device available for return. Nexviazyme indication: pompe disease. No further info/details or dates available.